Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their previous ins replaced because of the fall in (B)(6) 2015. It was replaced in (B)(6) 2016. The patient also reported that that ins caused shocking.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they fell on (B)(6) 2015 and their wires shifted. There were no patient symptoms reported. The patient was indicated for spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.